Manufacturer narrative:
Com-(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the share data log was attempted. However, no data was present for analysis. The reported customer complaint was undetermined. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a failure transmitter error occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a failed transmitter failure could not be determined. A probable cause could not be determined.